Event description:
The complainant's daughter has multiple sclerosis. Her doctor recommended this device in lieu of a hosp bed because the pt has a bed sore problem. The subject device is supposed to maintain a constant room temperature which reportedly aids in the prevention of bed sores. However, the complainant said that the bed continues to operate at temperatures of 96-98 degrees f. She said the MFR came to her home and changed the filters (they never told her filters had to be maintained). However, this did not correct the problem. Now, the MFR tells her to leave a window open. Problem keyword: description: overheating.